Event description:
A optometrist reported pt with trace diffuse lamellar keratitis (dlk) 1 day post-op bilateral lasik. Additional information has been requested. This report is for the right eye and additional report filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).